Manufacturer narrative:
Product complaint (B)(4). Investigation summary: update apr 7, 2024. No device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found, no nc¿s associated with this product#: 122136454, lot#: j48z68 combination. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product#: 122136454, lot#: j48z68 combination. Added: h6: (impact code).

Event description:
A clinical notification update, indicates a revision was completed on (B)(6) 2024 to address infection. The stem, head, liner and cup were removed.

Event description:
Clinical adverse event received for deep infection. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2020. Date of event: (B)(6) 2023. (Left hip). Treatment: plan to explant, administer antibiotics for 6 weeks, and re-plant. No intervention as been initiated. Depuy components used (no revision completed).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.